Manufacturer narrative:
Additional information was received and it was learnt that the incision was not enlarged and the patient has recovered. Therefore updating (B)(4). Device available for evaluation? Yes. Returned to manufacturer on: 03/29/2017. Device returned to manufacturer? Yes. The cartridge was returned at the manufacturing site for evaluation. Visual inspection at 10x microscope magnification showed residue of viscoelastic solution on the cartridge indicating that the device was handled and prepare for surgical used. Heavy dent/distortions and a crack were observed at the cartridge tip. The customer's reported complaint was verified. The manufacturing records for the cartridge were reviewed. During manufacturing the operators check the neck, tube and tip areas for cracks. No cracking or stress marks are allowed. They also check the tip for any melting, roughness, dent, bent tip or smash condition. The product was manufactured and released according to specification. A search revealed that no additional investigation requests for this order number have been received. The directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during the implantation of an intraocular lens (iol), the cartridge tip was observed broken/cracked. Reportedly, the lens was partially inserted in the eye and then removed. The surgeon did not want to advance the lens any further to prevent possible scratches on the lens. No further information was provided.